Manufacturer narrative:
Follow-up # 5: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Investigation line: the test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started reading inaccurately on (B)(6) 2015, although no results were provided for this time. The patient manages his diabetes with insulin (self-adjuster). He reported that after obtaining the alleged inaccurate results, he continued with his usual dose of insulin (including sliding scale). He claimed that a number of days after the start of the alleged issue, he developed symptoms of "sweating [and] disoriented". He claimed that on (B)(6) 2015, he was taken to the emergency room (ER) where he obtained an alleged inaccurately high blood glucose result of "428 mg/dl" on the subject meter compared to "309 mg/dl" on an unknown doctor's meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' accuracy criteria. The patient claimed that at 7pm on (B)(6) 2015, he received treatment from a healthcare professional for his symptoms. The patient was unable or unwilling to disclose the nature of the treatment he received. During troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had taken samples from the same approved sample site and he described the correct testing steps. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained inaccurately high readings with the subject meter, administered medication based on the alleged results and reportedly developed symptoms suggestive of a serious injury, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. This supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. The patient¿s strips has been received and tested, the patient's meter has not. The following information was available but omitted in the supplemental: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The product returned date should have read : 12/9/2015.